Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that patient had normal saline infusing into his port prior to chemotherapy, when pump alarmed for air in the line. Rn cleared pump alarm but noticed air bubbles more than usual in the line. Infusion stopped, line clamped, pump opened, line removed, and rn noticed saline leaking from IV set at safety clamp area. Charge nurse called to chairside, and informed. Line removed from patient and new normal saline bag and line initiated with no further leaks assessed. IV infusion set bagged and set aside. Lot # 24045582 bd alaris pump infusion set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample of item number (B)(6) was received for quality evaluation. Visual examination of the sample indicates that the tubing set separated at the union between the lower pumping segment fitting to tubing. Further examination under magnification indicates that the tubing shows signs of bonding solvent residue, however, the inner surface of the lower pumping segment fitting does not appear to have any bonding solvent residue. The customer complaint of separation - leakage was verified. Further investigation to be conducted at the manufacturing level. The investigation indicates that the most possible root cause of the issue reported is an incorrect insertion of the the tubing to solvent dispenser by the production personnel. An addition to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point to apply bonding solvent was added to the assembly fixture to correct the issue.

Event description:
Material# 2420-0007 batch# 24045582 it was reported by customer that patient had normal saline infusing into his port prior to chemotherapy, when pump alarmed for air in the line. Rn cleared pump alarm but noticed air bubbles more than usual in the line. Infusion stopped, line clamped, pump opened, line removed, and rn noticed saline leaking from IV set at safety clamp area. Charge nurse called to chairside, and informed. Line removed from patient and new normal saline bag and line initiated with no further leaks assessed. IV infusion set bagged and set aside. Lot # 24045582 bd alaris pump infusion set. Verbatim: rcc received a complaint via email. Email(s) attached. Patient had normal saline infusing into his port prior to chemotherapy, when pump alarmed for air in the line. Rn cleared pump alarm but noticed air bubbles more than usual in the line. Infusion stopped, line clamped, pump opened, line removed, and rn noticed saline leaking from IV set at safety clamp area. Charge nurse called to chairside, and informed. Line removed from patient and new normal saline bag and line initiated with no further leaks assessed. IV infusion set bagged and set aside. Lot # 24045582 bd alaris pump infusion set. Item# 2420-0007. Lot# 24045582.